Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 14 l during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product filled with blood and decontamination was required prior to analysis. A leak test was performed on the dialysate side of the device and a leak was observed from a crack in the welding seam. During production, a 100% control is performed for the tightness of the welding seam. In the leak test for this lot, the measured values were within specification, and no increased scrap rate was detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the welding seam crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.